Event description:
New information available on 7/30/2018 states that, the patient was not symptomatic before or after the generator change.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that implantable cardioverter defibrillator could not be interrogated after multiple attempts. Device is a part of the lithium cluster advisory and has not been remotely monitored since 2014. Patient was last seen in clinic in (B)(6) 2017 with 4 years estimated remaining longevity. The device was explanted and replaced due to premature battery depletion. Bpa alert was suspected but not confirmed. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
Premature battery depletion and communication failure were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(4) 2016.